Event description:
Reportedly, since 02 august 2019, no connection can be established with the subject home monitor that was correctly plugged to the power supply. The status light of the subject device remains orange.

Manufacturer narrative:
Preliminary analysis showed that the root cause of this behavior is most probably a corruption of the flash memory.

Event description:
Reportedly, since (B)(6) 2019, no connection can be established with the subject home monitor that was correctly plugged to the power supply. The status light of the subject device remains orange.

Event description:
Reportedly, since (B)(6) 2019, no connection can be established with the subject home monitor that was correctly plugged to the power supply. The status light of the subject device remains orange.